Event description:
It was reported that the patient with this implantable pacemaker believed and commented that the pacemaker was defective. Technical services (ts) stated that a patient letter is available however, it provides limited detail and only that the physician can provide additional information. As of this time, this pacemaker remains in service. No adverse patient effects were reported.